Event description:
A malfunction alarm was reported, and code malf 12 was displayed, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and call back if any issues arise.